Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-25174. It was reported that the asymptomatic patient presented during follow-up in clinic. Both the right atrial and right ventricular lead exhibited noise, which caused noise reversions and inappropriate automatic mode switch. No intervention was performed. The patient was in stable condition.